Event description:
The customer reported a small fire ignited during d-fib implant. The pt was burned from the fire. According to the surgeon, the pencil tip glowed before the fire ignited. The oxygen concentration was not known. The pt received burns to the face and upper chest. Some debridement was necessary while the pt was on the or table.